Event description:
The customer reported that the system displayed a filament regulator error. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was evaluated and a filament calibration was performed. The system was found to be operating as intended.